Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) with a huge black spot in the right half of the screen. After further review, there is heavy corrosion and rust just about everywhere on both electrical board 1 and electrical board 2. The battery compartment and the battery board underneath it are corroded as well. Unable to perform the displacement and self tests due to the critical pump error and partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had unresponsive buttons after being exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.